Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported having a burned out system illumination bulb. Additional information has been requested, but none received.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event of the lamp bulb being burnt out. The illuminator module was observed to have intermittent issues. The illuminator module was replaced. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).